Event description:
The hearing aid (h/a) user came into the dispenser's office for a follow up appt. The dispenser noticed a wax guard in the user's ear. He removed it. There was no injury, redness, swelling or drainage.